Event description:
It was reported that the implantable pulse generator (ipg) had become increasingly more difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.